Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens (iol) was attempted for implant. Implant in an extremely difficult patient where the pupil could not dilate more that 1.5mm. This replacement lens became dislodged and the patient's capsule broke. This lens, as well as a portion of the patient's anatomical lens was lost in the posterior capsule. The patient was referred to a retinal surgeon where the lens was explanted. This report represents the third (3rd) lens implant attempted. Further follow up noted the patient was difficult, completely blind in left eye because of glaucoma, right eye was the affected eye which had cataract hence the surgery. The doctor replaced the first lens with another lens however, had the same issues. The patient was referred to a retina surgeon after the third (3rd) lens implant was attempted and the lens was explanted. A fourth (4th) lens (iol) was implanted successfully. The patient was doing fine after the last lens (4th) was implanted. Separate mdrs are being filed for each of the three reported amo lenses used in surgery for this patient.

Manufacturer narrative:
The manufacturing record review was performed. The devices were manufactured within specifications. There is no associated deviation or non-conformity reports found in the manufacturing record review (mrr) related to this complaint. The units were released according specification in compliance with the product intended use as required. The documentation shows that the production order was manufactured according to specifications. The product met manufacturing release criteria. All pertinent information available to abbott medical optics at the time of this report has been submitted.